Event description:
As reported, during an ear procedure the surgeon used avitene ultrafoam collagen hemostat in the mastoid area on fresh bone. As reported, about, 4 weeks of post-implant the patient experienced scarring in the mastoid area.

Manufacturer narrative:
As reported, post implant of avitene ultrafoam the patient developed scarring in the mastoid area. Based on the information provided to date, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the date of awareness. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - remains implanted.